Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment locked during a cataract with intraocular lens implant procedure. The procedure was completed with an alternate system. There was no impact to the patient.